Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a osteotomy that the blade broke at the cutting end/teeth. It was also reported that there was a 5 minute delay to replace the blade and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a osteotomy that the blade broke at the cutting end/teeth. It was also reported that there was a 5 minute delay to replace the blade and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.